Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3898, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Report source. Foreign: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that contacts 6, 8, and 9 were out of range. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the lot/serial numbers of the leads were unknown. The implant dates of the leads were also unknown. The patient did not experience any falls or traumas. All impedance values were greater than 40,000 ohms on contacts 6, 8, and 9. The cause of the impedance issue had not been determined. The device was reprogrammed and the affected contacts were now not used. It was unknown when the patient first started experiencing the impedance issue or when the issue was first discovered.